Event description:
It was reported that a spectrum infusion pump was alarming for a downstream occlusion when no occlusion was present, during patient care in the pacu. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false downstream occlusion alarm caused by a failed downstream sensor. The evaluation found the downstream sensor readings to be out of specification (high), resulting in the reported symptom. The failed downstream sensor was replaced.